Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.